Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the transplant technician that the pump was exchanged due to infection.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.